Manufacturer narrative:
Device remains implanted and in use with the patient. The use of glycerin is indicated for use in the intera 3000 pump as specified in the IFU. Intera oncology is presently investigating the root cause of the reported incident and is in communications with the clinic about the results of the pump's flow study tests. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology, received a report from clinic of high residuals of glycerin in the pump. The clinic originally dispensed 30ml of glycerin to the pump. On (B)(6) 2024, on the patient's scheduled 6 week glycerol flush, the clinic flushed 26ml of residual. The glycerin lot number the clinic used was 0004605665 and the expiration date was october 2026. This lot was manufactured by alk laboratories.